Manufacturer narrative:
A final medwatch will be sent at the conclusion of our investigation.

Event description:
The information provided to sjm indicated a 23mm trifecta valve was selected for use. The patient presented with endocarditis on (B)(6) 2013. The culture results showed the presence of (B)(6) .